Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿unable to proceed¿ errors during the fill tubing step despite multiple dry runs and replacement of cartridge and connector, consistent with a pump alarm and a flow/occlusion issue during priming; the user utilized an inset infusion set (23" 6 mm), and a replacement device was provided with instructions for return and data sync. Symptoms included a brief elevation in blood glucose to 181 mg/dl with a slight headache. Outcomes included no prolonged hyperglycemia, no alerts for extended high glucose, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, verification with dry runs, attempts with new disposables, and receipt and inspection of the returned device. Investigation revealed debris between the spur gears, causing damage and triggering the "unable to proceed" error. It was concluded that the cause was related to a mechanical component failure.